Event description:
On (B)(6) 2012, the patient's friend contacted animas to report that the patient had higher blood glucose(bg) readings for the last week. The reporter stated the patient's bg readings ranged from 57 to 312 mg/dl. The reporter stated that on occasions the patient had frequent urination, increased thirst and felt fatigued. The patient's friend further reported that the patient would administer a bolus via syringe when her bg was over 300 mg/dl. At the time of the call, the reporter confirmed that the patient had an "inflamed site" on (B)(6) 2012. The patient changed site and her bg went from 312 mg/dl to 163 mg/dl. On the other occasions when patient had elevated bg's, the reporter denied any site issues or leaking of insulin at site, tubing or cartridge. Animas customer support noted that the patient's friend was concerned that the patient may have accidentally changed pump settings when pressing buttons. At the time of troubleshooting, the patient was unable to confirm if the pump settings were correct since the patient did not have them written down. The reporter was advised that the patient's hcp be contacted to obtain pump settings to confirm pump set up correctly. Customer support noted that review of pump history indicated that the pump was delivering correctly. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Based on pump's review, there was no indication that the pump was delivering incorrectly; however, it is not known if use error may have caused/contributed to the high bg's.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.